Event description:
A hospital reported that the plastic on the elevator base on iw934jeu cosycot infant warmer was cracked. No pt consequence was reported.

Manufacturer narrative:
Replace the elevator base of the infant warmer. Method: an investigation was carried out based on the event descriptions and results of previous investigation on similar complaints, as the complaint device has not been returned for evaluation. Results: cracks on the elevator base of the cosycot infant warmer, due to excessive weight loading, is a known problem. Total weight of the device, including accessories and pt, exceeding 115 kg may, under certain circumstances, cause cracks in the platic legs' base and damage to the base electric elevator mechanism. Conclusion: we have an open CAPA to address this issue. The corrective action, informing the users of the maximum weight for the cosycot infant warmer and to inspect the bases of their cosycots, is expected to be completed by end of may 2008.